Event description:
During the prepping for a d & c procedure the hosp staff reported that the sponge from the pvp prep stick came off inside the vaginal vault. Sponge was removed from pt. No add'l medical treatment was required.